Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
There was no adverse consequence to the patient. It was reported that 200-14 error occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was sent to the service center for evaluation. The cause of this error is intermittent foot switch activation that was results from degradation of foot switch. We have issued unrepairable certificate regarding foot switch. We have performed following test and confirmed that this units restored to specifications. Visual inspection (pcb, enclosure), test about pcb, calibration, function test, measurement of high frequency output, measurement of leak current, measurement of earthing impedance, burn-in test, check of accessories'. Error code 200 internal failure ref. 14 IFU describes as "energy stuck high" possible root cause for the user to experience the reported error code could cannot be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
There was no adverse consequence to the patient. It was reported that 200-14 error occurred. Additional information from affiliate on 02/19/2018: there is no information repair request sheet on when was the issue detected. There is no information repair request sheet on if there was any resulting surgical delay. There is no information repair request sheet on if the procedure was able to be completed. There is no information repair request sheet if there were any patient impact.